Event description:
It was reported that a pt experienced difficulties maintaining inflation with multiple, size 4 dct devices. The reported usage was approximately five (5) to seven (7) days when the problems occurred. Limited info regarding the event, pt and device usage/maintenance. There was one (1) pt involved and no reported injury. The devices are not available for return.